Manufacturer narrative:
Investigation eval: our eval of the returned device was unable to confirm the report. During our laboratory analysis, the length of the catheter was inspected for any deformities or imperfections under magnification and no deformities were found. A continuity test was performed and the device passed. Additionally, the length of the catheter was submerged in water and air was injected through the lumen. During this test, bubbles were not visible suggesting no damage to the length of the catheter. A discrepancy of anomaly that could have contributed to the reported event was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined because the product said to be involved functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The intended use of the zimmon needle knife papillotomes as stated in the instructions for use is to be "used for accessing the common bile duct when standard methods of cannulation have been exhausted." In this occurrence, the user was using the device with cautery for an esophageal/myotomy outside of the intended use for the product. The instructions for use state "if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook or return authorization." Additionally, the instructions for use caution "when applying current, ensure the needle knife is completely out of the endoscope. Contact of the needle knife with the endoscope may cause grounding, which can result in pt injury, operator injury, a broken needle knife, and/or damage to the endoscope." Prior to distribution, all zimmon needle knife papillotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Correction action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is no warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Add'l comments regarding this report: based on the info provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a procedure, the physician was using a cook zimmon needle knife papillotome with cautery for an "exophageal"/myotomy. The catheter was held straight while being fed through the endoscope. Due to the slice in the catheter, it dipped and touched the nurse's arm. The sheath around the needle knife touched the nurse's arm and burned him. A second of the device did not remain inside the pt's body. The pt/nurse did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt/nurse did not experience any adverse effects due to this occurrence.